Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: "the device shows technical events 231007 & 231008 (o2 valve leak)." No patient involvement.

Manufacturer narrative:
Device alarmed with "technical event: 231008 (o2 valve leak)" and "te 231007 (o2 controller flow high)" during preventive maintenance. No patient was involved. The event did not cause or contribute to a death or serious injury. The review of the logfiles by the local technician confirmed the issue. The root cause of the event was determined to be a defective o2 mixer assembly. After replacing the o2 mixer assembly, the device was released back into use.